Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A customer reported the fluence was low with inconsistent micrometer readings prior to refractive ablation.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. During an onsite visit the fse (field service engineer) observed micrometer working but measurements are inconsistent. To fix this issue fse replaced micrometer, calibrated system and successfully completed system verification to specification. Returned sample was inspected and shows ablation depth calibration system is working correct and showing no problem. A technical root cause could be excluded, failure analysis shows ablation depth system is working as intended and met specifications. Fse replaced ablation depth meter as a preventive measurement. The manufacturer internal reference number is: (B)(4).